Event description:
The customer reported failed creatine kinase-mb (ck-mb) quality control (qc) with 0.00 ng/ml or no value as results involving access 2 immunoassay system. Ck-mb calibration failed with bad fit mode. A review of the results also revealed ind (indeterminate) flags had been generated. Beckman coulter, inc. Customer technical service (cts) guided the customer through inspecting the reagent inventory onboard the unit. The user interface indicated two reagent packs were present, but a manual inspection revealed no reagent packs. Customer technical service instructed the customer to locate and delete the reagent packs that had been mistakenly listed in the user interface. The customer stated no patient results were impacted. The customer performed system check and verified hardware performance. Subsequently, new reagent packs were properly loaded and calibration and qc passed within acceptable ranges.

Manufacturer narrative:
The issue was resolved during troubleshooting on the telephone with the customer. Service was not dispatched as the customer did not question system performance. System check performed on (B)(4) 2012 had passed within specifications. This medwatch report is related to MDR 2122870-2012-00487.